Event description:
It was reported that the clinical patient developed skin erosion over the burr hole cover. The patient was admitted and underwent surgical revision of the left brain lead. No devices were implanted or explanted. The patient was also treated with medication. The event was assessed as mild in severity with causal relation to the device unlikely related to the procedure and not related to the stimulation. The event has resolved. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Update to block b5 and h10. Brand name: vercise cartesia, upn: m365db2202300, model: db-2202-30, serial: unknown, lot-batch: unknown.

Event description:
It was reported that the clinical patient developed skin erosion over the burr hole cover. The patient was admitted and underwent surgical revision of the left brain lead. No devices were implanted or explanted. The patient was also treated with medication. The event was assessed as mild in severity with causal relation to the device unlikely related to the procedure and not related to the stimulation. The event has resolved. No further information has been obtained despite good faith efforts. Additional information was received that culture results were positive, and that the patient was treated with antibiotics.

Manufacturer narrative:
Additional suspect device. Lead. Model number - unknown. Serial number - unknown.

Event description:
It was reported that the clinical patient developed skin erosion over the burr hole cover. The patient was admitted and underwent surgical revision of the left brain lead. No devices were implanted or explanted. The patient was also treated with medication. The event was assessed as mild in severity with causal relation to the device unlikely related to the procedure and not related to the stimulation. The event has resolved. No further information has been obtained despite good faith efforts.